Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. No damages or defects were observed that would contribute to the pod not delivering insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced elevated blood glucose levels (19-24 mmol/l / 342-432 mg/dl) and a ketone level of 1.4 mmol/l while wearing the pod between 49 and 71 hours. On 24 november, this led to a hospital admission for approximately six hours for monitoring and hydration. The pod was not replaced during the hospital stay, and the patient was discharged the following day. During a follow-up call on 25 november, the endocrinologist recommended changing the pod, which subsequently restored glucose control for three days. However, after inserting a new pod, the patient again experienced elevated glucose levels about 4.5 hours later despite no food intake.